Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 6x120x120 epic stent was deployed in the lesion. However, after deployment, a type b dissection was noted. A 6.0x40 epic stent was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.